Event description:
Family came to gastrointestinal clinic presented with patient's amt g-tube faceplate had fallen out and family unable to attach extension tube for feeding. Patient was scheduled for nurse visit to have g-tube replaced.